Event description:
The registered nurse (rn) reported to baxter an issue of damaged homechoice disposable cassette. The rn stated that the cassette was cracked and that after starting over with new supplies no further issues were found. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed as the device was not returned to baxter. The assignable cause was undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process.